Event description:
The reporter stated that the pole mount assembly mechanism, that secures the device to the pole, was not functioning correctly. The problem was observed, as the drainage system was being set up, and before it was attached to a pt. On one occasion, the device was used after it was attached to the pole, by the user, with tape. The same malfunction was seen in two other devices that had the same lot number.

Manufacturer narrative:
To date, the devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based upon the reported info.